Event description:
Boston scientific received information that this previously abandoned lead was recently found to have been broken apart and a portion remains inside the patient's heart. The lead was initially abandoned due to decreased impedance measurements, and a new system was implanted in it's place. At this time, the physician is unsure whether or not to intervene as it was likely this way for some time. For now, the lead remains inside the patient. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.